Event description:
It was reported the switch-case began to emit sparks.

Manufacturer narrative:
It was reported the switch-case began to emit sparks. Examination of the unit revealed that the entire switch and cord were missing. We were unable to determine the cause of this report.